Event description:
Four hollister anchorfast endotracheal tube holders coming from two separate lots broke in the same fashion. The portion of the tube holder that runs parallel to the endotracheal tube as it enters the patient's mouth broke off at the second notch from the top. Some of these breaks occurred before the package was opened and the broken piece can be seen inside the unopened package. All the devices that comprised the two malfunctioning lots were taken out of circulation. Four total from lot number: 5e042 were secured and sent to clinical engineering. Of these four, two of them were noted to be broken in their unopened packaging. Nineteen total from lot number: 5h072 were sent to clinical engineering. All of these appear to be intact and were taken off the shelves as a precautionary measure due to the failure of one unit from this lot. Manufacturer response for oral endotracheal tube fastener, anchorfast (per site reporter): I left a message with the hollister inc. Quality assurance department, they will return my call within 24 business hours to officially file the complaint and schedule returns.